Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fiber 1 no longer met specifications for optical properties when the returned device was connected to the tactisys quartz unit. Further investigation revealed optical fiber 1 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly and the reported event. In addition, the deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deformation of the tip assembly remains unknown.

Event description:
During a supraventricular tachycardia procedure, there was an optical issue that resulted in a delay. The error message "no contact force signal or signal out of range" was displayed after the catheter was connected. The catheter optical connections were checked. "Please contact sjm technical support" also displayed. Checking the catheter optical connection again and reconnecting and restarting the ensite precision system also did not resolve the issue. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.